Manufacturer narrative:
Failure analysis revealed that the insulin pump did communicate properly with glucose sensor simulator and minilink transmitter. The test sensor glucose of 100 was properly recorded in the sensor update history screen and the sensor glucose graphs. No calibration anomaly or memory/history anomaly noted. The device passed rewind, basic occlusion, occlusion, rime, excessive no delivery alarm and displacement test. An error alarm occurred and was unable to upload to carelink due to corrupted history file.

Event description:
It was reported that the insulin pump had inaccurate sensor glucose versus blood glucose readings and history anomalies. The most recent blood glucose reading was 150 mg/dl. The customer stated that in the morning he had been sleeping and the sensor glucose reading was 50 to 60 mg/dl compared to the blood glucose reading of 180 mg/dl. He also noted that a few days prior, the difference between the readings were about 200 units. Upon troubleshooting, it was found that the customer calibrates more times than is recommended. The customer stated that, when he changed his insertion site and pressed the esc button to see the reservoir start, the insulin pump was not always accurate. He observed that the reservoir he most recently changed was actually changed on a later date than it showed on the device. Time and date settings were correct. The fill tubing was missing from set change history. Advised replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.